Event description:
The customer stated that she tested her blood glucose using her contour meter and another meter (brand/type unknown). The contour read 290 mg/dl, while the other meter read 82 mg/dl. At the dr's office a short time later, the customer's contour again read 290 mg/dl, while the dr's meter (brand/type unknown) read 106 mg/dl. The differences between the readings falls in the "d" and "c" zones of the parkes error grid, making the differences clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.